Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) was unable to maintain an adequate capture safety margin. There was a noted rise in right ventricular (rv) thresholds. Reprogramming was performed to turn the device's capture management feature off, and also increase the output. The ipg remains in use. No patient complications have been reported as a result of this event.